Manufacturer narrative:
The insulin pump was returned with blank display due to total moisture damage on the electronic and motor assembly. Unable to confirm motor error alarms and no button response anomaly complaint due to blank display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer also reported insulin pump had blank display and unresponsive buttons. Unable to complete troubleshooting due to blank display. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were not able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.